Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of device problem excluded.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown reasons. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown reasons. No adverse patient effects were reported.